Event description:
A customer reported experiencing multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and changed both the infusion set and cartridge to resume insulin. No third-party assistance was needed.